Manufacturer narrative:
Concomitant medical products: dtmb1d4 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a remote transmission for atrial lead impedance undefined high. It was noted the left ventricular (lv) lead was attached to the atrial port and the atrial lead is plugged into the lv port. Follow up was conducted and it was noted the leads were switched back. The lv lead remains in use. No patient complications have been reported as a result of this event.